Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking of the power cord. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. External and internal visual inspections of units revealed exposed wires on the power supply and not the power cord. After inspecting the power cord, there was no sufficient evidence of any exposed and/or frayed wires coming from the power accessory. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Root cause was the damaged frayed and exposed wires on the power supply. Due to the damage on the power supply, it was determined to be the root cause of the sparking.